Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator test failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The evaluation found that the grey removeable foam was not correctly installed. Reinstalled foam correctly. The device passed all testing.

Event description:
The manufacturer received information alleging a ventilator test failed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit was placed on 036 and now waiting on process for low 02 flow.